Event description:
It was reported that during a procedure in the moderately calcified, non-tortuous, iliac artery the absolute pro could not be unsheathed, therefore, the stent did not deploy. There was no partial deployment reported. The stent delivery system was removed without difficulty or intervention and there was no adverse patient effect or delay in procedure or therapy. Another unspecified stent was subsequently deployed in the target lesion. No additional information was provided. Evaluation of the returned device revealed inner/outer member separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned self expanding stent system (ses) found the stent implant was stationary on the stent holder between the markers. The distal outer sheath was not retracted. The handle was in an unlocked position. There was a kink in the distal outer sheath at the proximal marker. There was no other damage noted to the ses. The handle was opened and observed the outer member was torn 2.5cm distal to the distal end of the rack. The material at the tear was jagged. The hypotube was still intact and was not separated. The rack was in the proximal position of the handle and was fully retracted. All the mechanisms were intact with no anomalies noted. Potential factors for an absolute pro failing to deploy include, but are not limited to, manufacturing, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, based on the returned device analysis, it may be possible that the distal end of the ses was entrapped within anatomy or lesion site preventing the distal outer sheath from retracting. Additionally, the separation of the outer member inside the handle 2.5cm distal to the distal end of the rack suggests that force was likely applied during the attempt to rotate the thumbwheel in such that the material separated. The kink noted on the distal outer sheath may be due to handling/packaging the device for return to abbott vascular for analysis. Because it was reported that the absolute pro was being used to treat the iliac artery, it should be noted that the absolute pro 0.35 instruction for use states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulty. A conclusive cause for the reported deployment difficulties and subsequent damage could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no other incidents from this lot. There is no indication to suggest a product quality deficiency. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are inspected for damage during the manufacturing process.